Event description:
It was reported that pt underwent total hip replacement surgery in 2007, during which he received a durom acetabular component. Post-op, pt has been experiencing pain and surgeon has recommended revision surgery. Revision surgery is being scheduled for 2009.